Manufacturer narrative:
Device analysis: one smiths medical cadd legacy plus pump was returned for analysis. During analysis, the reported problem was not verified. Functional and delivery tests were performed, and the device passed all tests. Preventive maintenance check was performed, real time clock battery was replaced, device was calibrated, and software was installed. Service recommended not to store pump for extended periods of time with the batteries installed (i.e. Several weeks). Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that this cadd legacy plus gave "lec 1310" error code. No adverse effects reported.